Event description:
This blood administration set was being used to administer blood. Upon using the pressure chamber to help infuse blood the distal end of the chamber became disconnected resulting in blood splash/loss to the floor. No blood was splashed onto pt's body or rptr's skin, only shoes and pants received a blood splash.